Event description:
White precipitates noted in saline flush solution. If shaken, precipitates admix and if allowed to sit after shaking, they settle out again. This is the second batch from the same co that facility has had problems with.